Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Troubleshooting was performed for the pump error alarms. It was stated that the customer able to successfully clear the alarms. It was stated that the customer able to complete rewind insulin pump. Fill cannula was recorded in daily history. Self test was performed and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No pump error 15 and no pump error 4 alarm noted. (B)(4).